Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon inspection of the patient's implanted catheter, it was noted that one of the lumens was partially disassociated from its hub.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. Multiple requests for additional information and clarification of event were unsuccessful. The exact location of the partial dissociation was not provided. The contract manufacturer conducted a review of the manufacturer records for the lot number reported. The device history record review showed nothing out of specification, no authorized manufacture variance, non-conformance report, or reworks related to the reported failure mode. The lot was manufactured according to specifications. Without sufficient information and an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.